Manufacturer narrative:
Concomitant medical product: st jude ipg, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) lead also exhibited high undefined impedance, high thresholds and no capture. Medical intervention was required and both the rv and right atrial (ra) leads were removed. No further patient complications have been reported as a result of this event.